Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.

Event description:
The reporter stated that the pt was hospitalized with a diagnosis of diabetic ketoacidosis. It was reported that the one touch profile meter read 156 mg/dl at the same time a laboratory blood glucose result was 700 mg/dl. The meter is cleaned with control solution and quality control tests designed to detect potentially inaccurate results are not performed. No other info is available at this time. Liefscan has made 5 attempts to contact the customer for missing info. No response has been rec'd.